Event description:
Boston scientific received information that after an heart bypass surgery for this patient, this right atrial was noted to have increased pacing thresholds resulting in loss of capture along with reduced sensing. It was suspected that a lead dislodgement had occurred during the procedure, resulting in the lead anomalies. A few days after the issue was noted, the pacemaker declared eri, and it was determined the issue would be addressed at the normal device changeout. At the changeout, it was determined that the left subclavian vein was occluded, and therefore the pocket was not re-opened and no action was taken. A new system was implanted on the right side, and the chronic left sided system along with this lead was electrically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted however was electrically abandoned at the normal device changeout. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.